Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. A service engineer (se) evaluated the device at the customer site. Se confirmed air pump did not function properly. The pump failure is suspected to be due to the amount of hours that it was in use. The air pump was replaced. Afterwards, the device passed functional testing. A CAPA was initiated to further investigate the pump issue. A follow up report will be submitted upon confirmation of the CAPA findings.

Event description:
It was reported that the pco2 control was not responding. Pco2 up to 7.78 with 100% air flow delivery. It was confirmed that the connector was well seated and all components were present on the reverse. A stop start did not fix the issue. A y connector was placed in series with the device gas outlet and external air was supplied. The adult air meter was set to its lowest setting resulting in a rapid reduction of pco2.

Manufacturer narrative:
The corrective and preventive action (CAPA) findings concluded the air pump failure was due to the component exceeding the expected lifetime usage as confirmed by the part supplier. The device had been used for research purposes. The research involved lengths of perfusion times that exceeded what is approved per the device labeling. It was concluded that the appropriate preventive action to avoid recurrence of the issue would be to replace air pumps before they exceed their expected lifetime usage.

Event description:
It was reported that the pco2 control was not responding. Pco2 up to 7.78 with 100% air flow delivery. It was confirmed that the connector was well seated and all components were present on the reverse. A stop start did not fix the issue. A y connector was placed in series with the device gas outlet and external air was supplied. The adult air meter was set to its lowest setting resulting in a rapid reduction of pco2.